Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the jammed latch mechanism prevented the refrigerator door from opening. The field service engineer assisted the customer to recover failed refrigerator door and checked refrigerator door using pyxis application. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door was failed to open and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door failed to open and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.